Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the separation, foreign body in patient and unexpected medical intervention appear to be related to circumstances of the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during manipulation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Medwatch report #mw5187393. Trek 3.0 x 15 angioplasty balloon ruptured with portion of balloon retained, intervention required to mitigate patient harm.